Event description:
It was reported that during equipment preparation, the cardiosave intra-aortic balloon pump (iabp) power cord unable to extend. There was no patient involvement.

Manufacturer narrative:
Customer canceled getinge service, no service repair will be performed. A supplemental report will be sent if additional information is provided. H3 other text : not returned to manufacturer

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) power cord unable to extend. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.